Manufacturer narrative:
The associated genesis ii cmt tibia base and legion cr femoral component were not returned for evaluation as they are still implanted. Therefore a product analysis could not be performed. However, device details were provided. The review of the manufacturing records for the listed parts did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Event description:
It was reported that patient had primary surgery in 2018 and its components are loose but no revision surgery has been performed.